Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited biopsy channel insertion failure, due to scrapes along the entire length of the biopsy channel (especially the bending section). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was not reproduced: a review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.